Event description:
It was reported to philips that the rfu indicator was flashing with an x and alarming. Coinciding with the red x in the rfu indicator, it was also noted that the ac module was humming when installed in the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The ac module was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.